Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device presented a loose contact. The issue occurred, during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope cannot attach smoothly, image flickering, crushed cable unit, water tightness lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler unit, the scope cannot be attached smoothly. Because cable unit is crushed, the displayed image is flickering. Because cable unit is crushed, noise occurs, no image is displayed and the water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.